Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's therapy is turned off. Caller stated they couldn't get therapy to turn on before, but now it says therapy is on. Caller did not know how therapy turned off before. Caller reported they have been traveling back and forth to billings but stated they "never touched it". Caller stated they charged before they left and patient's implant got to 10%, but stated they charged it since then and everything is charged up full now. Agent reviewed implant battery level and therapy status information. Caller stated patient was wondering why they were feeling so low and tired. Caller confirmed therapy was turned back on during the call and patient was feeling good with therapy back on. During the call, caller stated patient felt "tingles" when therapy was turned back on (caller did not clarify this). Caller reported patient noticed they were tired starting they think friday or a couple days ago. The patient was redirected to their healthcare provider to further address the issue.